Event description:
The customer reported a discrepancy between the first and second set of results on one patient sample when using the advia 2120i with dual aspirate autosampler system. No rbc flags were produced by the system. The discordant results were not reported to the physician. The sample was repeated on a different advia 2120i with dual aspirate autosampler system and resulted as expected. The repeated results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the initial discordant results.

Manufacturer narrative:
A siemens clinical service engineer (cse) was dispatched to the customer site to determine the cause of the event on the advia 2120i with dual aspirate autosampler system. The cse replaced multiple system parts and moved the grounding wire. These actions reduced the number of aspiration fail errors on the system. The cse left the system operational. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.